Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This rv lead was surgically abandoned due to a high capture threshold and intermittent noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported.